Event description:
Follow up identified the infection had cleared, but some drainage was still present during the patient's visit. In addition, the patient has been re-implanted with a new drg system.

Manufacturer narrative:
In the event the device(s) is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing.

Event description:
The patient was implanted with two drg leads from the same lot number. It was reported the patient¿s drg leads were explanted due to an infection. Reportedly, the infection was not at the lead site, but the physician decided to remove the leads as a precaution.